Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the abdomen, which is off-label usage of the device, on (B)(6) 2025. At approximately 1:00 pm, the patient was at home sitting in a recliner watching television when she began experiencing lightheadedness. At that time, her cgm displayed a reading of 131 mg/dl. The patient did not perform a bg test but consumed a clear electrolyte-enhanced ice beverage. She subsequently contacted her physician¿s office, where a medical associate advised her to proceed to the emergency room (ER) for further evaluation. A friend, observing that the patient appeared unwell, assisted her in getting to the ER. They arrived at the ER at approximately 5:30 pm. Upon arrival, the ER staff performed a fingerstick blood glucose test, which yielded a result of 46 mg/dl, in contrast to the cgm reading of 101 mg/dl at that time. No immediate medical intervention was administered by the ER staff. As part of the evaluation, the ER team also performed a brain scan to rule out any neurological causes for the patient¿s symptoms. The results of the scan were unremarkable. However, the patient self-treated by consuming a honey granola bar from her purse, which alleviated her symptoms. A subsequent fingerstick test was performed shortly thereafter, showing a blood glucose level of 120 mg/dl. Based on this improvement and the patient¿s stable condition, she was discharged from the ER. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction was updated on (B)(6) 2025. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. It was indicated that the patient exposed components to MRI, CT scan, or diathermy treatment, which is off-label usage of the device. No additional patient or event information is available.